Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per vantive labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by abdominal pain. It was not reported if the patient was hospitalized for peritonitis. The same day as event onset, the patient was treated with ceftazidime injection (1g, once daily, intraperitoneal, discontinued), vancomycin injection (1g, every 4th day, intraperitoneal, discontinued) and heparin injection [5000 iu (2ml), once daily, intraperitoneal, discontinued] for peritonitis. On an unknown date, the patient recovered from the peritonitis. Pd therapy was ongoing. It was reported that the patient was retrained on the proper aseptic technique. No additional information is available.